Manufacturer narrative:
The pump was received with missing segments/partial display due to moisture damage on the electronic assembly. The pump passed the displacement test. Unit was received with cracked case (battery tube), missing display window/cover and cracked keypad overlay.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose level was 289 mg/dl. The customer reported that they had damage on the right side of the battery compartment. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.